Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided capsular contracture and right-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 275cc mentor siltex contour profile moderate saline breast implant and experienced postoperative left-sided capsular contracture baker grade iii and right-sided deflation. The patient stated that her granddaughter hit her right breast and caused the deflation. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent a bilateral explantation of their impacted devices on (B)(6) 2019 and did not replace with new devices. This report is for the patient¿s left-sided device.